Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of rf telemetry anomaly was confirmed via review of the device image in the lab. Analysis found that the anomaly was caused by a firmware issue.

Event description:
It was reported that prior to implant, while still in sterile package, the device was not able to communicate through rf telemetry. The device could establish wired telemetry. This device was not used.